Event description:
Procedure: hernia. According to the reporter: the doctor noticed a hole in the middle of the mesh after he had tacked the piece into place. The doctor did not remove the mesh and added another pco12 mesh.